Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg was returned for service. No patient complications have been reported as a result of this event.